Event description:
It was reported the device did not seal. A left atrial appendage (laa) closure was performed with implantation of a 31mm watchman flx closure device on (B)(6) 2022, after which the patient was discharged. At the routine 45-day follow up in 2022, a 2-3mm peri-device leak was identified, and the patient was started on oral anticoagulation (oac) therapy. Oac therapy was later discontinued due to a melanoma excision. A post-excision transesophageal echocardiogram (tee) showed progression of the leak to 4mm. On (B)(6) 2026, the leak was subsequently successfully treated with a coiling procedure. There were no patient complications.